Event description:
I had lasix surgery 6 weeks ago and am having issues with the center where the surgery was done. I continue to report my symptoms and issue, however, each time they give me a copy of my office visit notes they leave out what I reported. Such as deep inner eye socket pain, right side of head, forehead, and I have dry eyes, glare, unable to drive at night, halos, fluctuating vision. I had my surgery the beginning of (B)(6) 2015. I have two f/u appt's with the first time the assistant telling me the problem was mine due to asking for more numbing medication.